Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic gynaecological myomectomy procedure, while the patient was under anaesthesia, the image on the operating room team interface (orti) was flickering. The start-up specialist removed the extension cable and connected the zero-degree endoscope directly, after which the image worked properly. After some time, the image began to flicker again; therefore, the sus replaced the endoscope and connected the new endoscope using the extension cable. However, there was no signal, and only a blue video feed was visible. When the endoscope was connected directly, the image functioned properly. During troubleshooting, it was noted that the video cable extender was damaged at the end where the endoscope was connected. There was a delay of approximately 5 minutes due to the reported issue. There was no patient injury.